Manufacturer narrative:
More information and the replaced part has been requested for investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the compressor did not turn on while on patient. There was no patient injury. (B)(4).